Event description:
During insertion of peripheral IV catheter, unable to thread after blood return noted. Device removed and noted that catheter was not intact, had a jagged edge on the end that was not present when it was opened.